Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 9/11/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a ziplock bag at the manufacturing site for evaluation. The product was inspected using a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No further anomalies were found. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no similar complaints were received for this production order number. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age / date of birth: unknown. Gender / sex: unknown. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxr00v 22.0 diopter was implanted in a patient's left eye (os) on (B)(6) 2019 and there was no problem with the visual acuity the day after the surgery. One week later ((B)(6) 2019), the patient reported of lines appearing wavy; therefore, the right eye surgery was postponed. Reportedly, since the symptoms were resolved, a lens, model zxr00v 21.0 diopter was implanted in the patient's right eye (od) on (B)(6) 2019. There was no problem the day after the surgery, but myopia (-0.5) was observed which the eyesight was adjusted using glasses. However, on the 4 th day, the patient urgently requested for consultation due to experiencing the whiteout symptoms which the patient felt sick in the presence of fluorescent light. Symptoms were reported to be uncomfortable and irritating for several days. It was noted that there was no problem with eyesight with glasses which it was concluded that the issue was not caused by refraction errors. The doctor proposed an iol replacement with a single focus lens, but the patient wanted to exchange the lens for both eyes. The lenses in both eyes were explanted (left eye on (B)(6) 2019 and right eye on (B)(6) 2019) and pcb00v model lenses were used as replacement. It was reported that the next day after the surgery, the patient's symptoms disappeared and there is no problem with the visual acuity at the present. The patient's progress will continue to be monitored. No additional information was provided. This MDR report pertains to the patient's right eye (od). A separated report is being submitted for the patient's left eye (os).